Event description:
During an atrial fibrillation procedure, a cardiac perforation with steam pop leading to patient death was noted while using a TactiFlex catheter. While ablating on the lateral mitral line just below the LIPV there were a few lesions with high gram force (greater than 50) on the TactiFlex catheter. The physician corrected for the high force and came off ablation. On the last lesion performed during the case an impedance rise was noted with a TactiFlex catheter jump on ICE. An audible possible steam pop was noted but ICE visibility was not available. The procedure was paused and blood pressure, vitals and ICE imagining were monitored. After about 20 minutes a pericardial effusion was noted in ICE. A pericardiocentesis was performed with blood noted to be draining. No further ablations were performed while efforts were made to stabilize the patient. The patient was transferred to another hospital post pericardiocentesis for surgical intervention. Shortly after arriving at the other hospital the patient was pronounced dead in the operating room. Based on further information received, maximum contact force for 14 lesions ranged from 24g to 80g and ablation occurred for greater than 10 seconds at 50W which goes against the TactiFlex catheter instructions for use.